Manufacturer narrative:
The tandem pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 129 mg/dl. Reportedly, the customer uses insulin in the cartridge for three days. Tandem technical support reminded the customer this was off-label. Customer changed supplies and resumed insulin delivery.